Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 in the auxiliary pyxis was sticking. A field service engineer arrived at the med station and found that door 4.2 would not open on its own. Through investigation, it was determined that the left channel was broken. The release tool was placed between module five. The fse replaced the left rail channel and then tested the drawers. Proper operation was observed afterwards. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4.2 in the pyxis was sticking and did not pop out when it unlocked. The drawer sticking condition prevented normal drawer operation. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.